Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Up-on return, the teflon sheath was noted on the iabc. The one-way valve was noted connected and tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Two bends to the iabc central lumen were noted at approximately 23.8cm and 41.5cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0064in and was within specifica-tion of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document (B)(4). The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormal-ities or debris were noted. The iabc was leak tested in accordance with testing methods from manu-facturing procedure. A leak was immediately detected from the bladder membrane. Under micro-scopic inspection, a cut consistent with contact from a sharp object was noted on the iabc bladder at approximately 16cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approxi-mately 24.1cm and 41.2cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "gas was withdrawn from the helium pipeline and it was found that there was blood" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which can allow blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The prob-able root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and it was found that there was blood. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and it was found that there was blood. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "gas was withdrawn from the helium pipeline and it was found that there was blood" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and it was found that there was blood. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".